Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "crack" (crack [iol (intraocular lens) implant]). A surgeon reported an intraocular lens (iol) was exchanged due to a cracked optic. The surgeon reported he does not blame the iol. He stated that handling by the scrub technician, rate of advancement, and cartridge/viscoelastic combination used were contributors to the event. The surgeon reported the pt was doing well following the iol exchange. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 07/02/2010 and 07/16/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).